Manufacturer narrative:
(B)(4). Concomitant medical products: comp primary stem 12mm mini part # 113632 lot # 270100. Versa-dial 42x18x46 hum head part # 113032 lot # 384310. Sm hybrid glenoid base 4mm part # 113952 lot # 168380. Versa-dial/comp ti std taper part # 118001 lot # 838490. Stn pn thd tip .125x2.5in 2pk part # 406669 lot # 134820. PMA 510(k): event previously reported under 0001825034 - 2017 - 03893. Original aware date is b)(6) 2017. Reported event of dislocation was not confirmed by review of x-rays, however x-rays do confirm radiolucency and possible loosening of glenoid and humeral stem. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 05990, 0001825034 - 2017 - 05995, 0001825034 - 2017 - 05996, 0001825034 - 2017 - 05999.

Event description:
It was reported that a patient underwent an initial shoulder arthroplasty procedure. Patient alleges constant pain, limited use of arm and inability to sleep due to shoulder dislocation when lying down. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.